Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device issue. The customer also reported that the insulin pump alarmed watchdog timeout and was able to clear. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found blank display. Customer dropped the device on the bathroom tile floor. Customer stated the display did not return after changing battery. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify frozen display anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.